Event description:
Clinical study patient ID: (B)(6). It was reported that a navitor 29mm valve was implanted on (B)(6) 2022. The implant depth was 3mm and there was calcification extending beneath aortic annular plane in the interventricular septum. Post implant a mild paravalvular leak was observed on angiograph and treated with balloon valvuloplasty. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of mild paravalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.